Manufacturer narrative:
The subject device was returned to olympus for evaluation. The device inspection confirmed the reported foreign substance in the water tank. When the subject device was connected and operated according to the instruction manual, there were no other abnormalities observed. The lot number of the device was not provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during pre-use inspection of the subject device which had just been delivered, foreign matter was found in the tank of the device. The foreign matter was thought to possibly be a piece of plastic derived from the product. There was no impact on the intended procedure, which was completed using a similar device. There was no report of patient/user harm or injury due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. Based on further investigation conducted by the legal manufacturer, it was reported that there was evidence of chemical damage on the device, and residue inside the device was not confirmed to be a foreign substance, as it is part of the product. Since no specific lot number was provided, no DHR review was performed. A review of the complaint database showed no other similar complaints were reported. The reported phenomenon was attributed to user handling.